Event description:
A system error 2240 alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 06:26:27. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available. The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown.